Event description:
It was reported that the insulin pump alarmed compromised force sensor system alarm during priming. The caller stated that the insulin pump was rewound and the same alarm recurred, followed by a no delivery alarm and then another compromised force sensor system alarm. The caller stated that the first alarm occurred about a month and a half prior. The customer's blood glucose was 15.5 mmol/l. The caller stated that the insulin pump had neither been dropped nor bumped prior to the alarms. The customer was advised to remain disconnected from the device. The drive support cap appeared normal and had not been pressed on while the customer was connected. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised that during seating, the force sensor may not have detected the reservoir. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.